Event description:
I live with t1 diabetes and use a closed-loop system. I recently switched from dexcom g6 to g7. The g7 sensor is a horrible product. I used 4 sensors, and they all produced more or less random numbers. The worst incident was that it showed 145, but I did not feel well and tested with a finger prick, and my finger prick value was 38. I was just about to go swimming and just a few minutes later I would probably have had a seizure and maybe even in the water. I tried to calibrate the sensors but even that didn't work. I live for over 25 years with t1 and use dexcom since the g4. The g7 is even worse than the g4. This product can be a life threatening if an insulin pump is injecting based on the values it produces. Ref mw5159184, mw5159185, and mw5159186.